Event description:
The technician reported the brake was not holding. The stretcher was located on the 8th floor at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found one of the brake casters would roll while in brake mode if the stretcher was pushed. The technician found the brake pad not making good contact with the tire, the most likely cause is normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The brake pad was adjusted by the technician to resolve the issue. Based on this information, no further action is required.